Manufacturer narrative:
(B)(4). The device was received and evaluated. The assignable cause of the iipv found in the log review: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Also insufficient drain, false empty detect and use error. Inappropriately set drain time too short. The device met specifications with regards to the iipv. Review of the service dates and activities revealed the previous return of the device was not for the pediatric iipv. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device during evaluation by baxter. The iipv occurred on (B)(6) 2011 during drain cycle 6 with a pediatric patient. The programmed fill volume was 1000ml and the total drain volume was 1432ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.